Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection and the reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source had an intermittent air loss issue and a reoccurring unknown error. The event occurred during the diagnostic colonoscopy procedure, and it was delayed by 5 minutes while trying to get the insufflation to work. Another device was not needed to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).